Manufacturer narrative:
Report source: coordinator of cardiac services. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that maxzero becomes loose and disconnects during use.